Event description:
It was reported that the scale will not zero which can cause an inaccurate weight reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.